Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with light sensitivity and photophobia in both eyes (ou) post treatment. It was stated that patient did not use pred-gatti after treatment and had not been on medication for 4 days. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity and photophobia. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2019; right eye pre-op 20/20 -3.75 x -.75 x 97, left eye pre-op 20/20 -3.75 x -1.50 x 103.